Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that functional undersensing was noted on the implantable pulse generator (ipg) as a result of non-programmable blanking. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.